Event description:
The patient reportedly experienced sound quality issues and intermittencies between the external equipment and the cochlear implant. In 2007, the patient was seen by a company representative and it was confirmed that the device was not functioning. Surgery to explant the patient's device will be scheduled.